Manufacturer narrative:
The customer's calibration and level 1 qc results were ok. Level 2 qc also appears to be ok based on the status messages. As the customer was unable to provide further information, a definite root cause analysis is not possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable ise indirect k for gen.2 result for one patient sample with a cobas 8000 cobas ise module. The reporter alleged the cobas 8100 system had sent an unspun tube to the analyzer causing the erroneous result. The initial result at 11:47 a.m. Was 5.9 mmol/l. There was a discrepancy in the draw time of the sample so the reporter pulled the tube from the cobas 8100 system add-on buffer and realized the tube had not been spun. After spinning the tube and manually loading it on the analyzer, the repeated result was 3.9 mmol/l. A redraw of the patient at 15:25 was tested with a result of 4.3 mmol/l. The questionable result was reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation of the log files on the cobas 8100 showed the sample going to the centrifuge and coming off 7 minutes later indicating the spin was successful. A contribution of the c8100 system to the reported issue can be excluded. The investigation is ongoing.